Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 209, 211 and 276 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 190 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, the customer refused to perform a back to back blood test. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date at time of call is two months. Customer stated she always tests fasting and has not had any recent changes in her daily routine such as diet, exercise, or medications. The meter memory was reviewed for previous test result history (date/time not set): (B)(4). Memory concerns: 209mg/dl, 211mg/dl, 276mg/dl.